Event description:
The pt received 2 scs leads with the same lot number. It was reported the pt stopped receiving stimulation after experiencing a fall. Lead diagnostics showed invalid impedance values for the scs lead. An sm rep was able to achieve stimulation with reprogramming; however, the stimulation was ineffective. Subsequently, the pt is working with the physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.